Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the large hem-o-lok clip applier instrument to perform failure analysis. The customer used a laparoscopic grasper to remove the dropped clip from the patient.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip fell off and would not release. The caller clarified the clip fell out of the jaws of the large hem-o-lok clip applier instrument and the caller was not able to get the instrument jaws to open. The customer tried using the instrument release kit (irk) without success. The customer undocked the system arm to remove the instrument. There was an error 100 observed in the logs on universal surgical manipulator (usm) 4 (arm in reference), but no other related logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised there was no error 256 for emergency stop, so if irk was used without performing the emergency stop, the instrument was likely damaged the instrument. The instrument was recommended to be returned for analysis. The procedure was completed successfully. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical territory associate (cta) informed they were not present for the case. They were informed of the case on (B)(6) 2023. The cta did not know whether the clip applier was a medium-large clip applier or a large clip applier. The issue occurred when the customer was trying to clip patient tissue. The cta informed they do not think the customer will return the instrument. The cta informed that the customer did not use the emergency stop before using the irk to open the clip applier jaws. The cta informed the clip applier was never stuck on tissue. The customer used a laparoscopic grasper to remove the dropped clip from the patient. There was 5-10 minutes of procedure delay.